Manufacturer narrative:
Additional information was received that the ipg was replaced per physicians preference.

Event description:
A report was received that the patients stimulation was turning on and off. It was noted that there were high impedances on the leads. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients stimulation was turning on and off. It was noted that there were high impedances on the leads. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.